Manufacturer narrative:
A prodisc c milling bit w/ cylindrical shaft broke during use in a prodisc c case. The milling bit broke within the milling guide. There was no indication of any patient harm or surgical delay related to the milling bit fracture. The malfunction has led to serious injury previously thus a decision to submit a malfunction MDR was established. There were no indications from the case as to why the milling bit broke during use. There were no indications of patient comorbidities. DHR review did not find any problems during manufacturing which may have caused or contributed. Complaint rates are acceptable based on the risk assessment. Risk assessment determined associated risks are identified within the dfmea for this device. The device was disposed by the hospital and not available for evaluation. This submission is for 1 of 1 devices involved in this event.

Event description:
A prodisc c milling bit broke during use on a prodisc c total disc replacement patient on (B)(6) 2021. There was no reported patient harm; however, the reported malfunction has been determined likely to lead to serious injury based on previous complaints.